Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, and corroded battery tube. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case above arrow and battery icon, and cracked keypad overlay. Blank display confirmed due to moisture damage on the electrical board 1 and electrical board 2.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank for less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment was not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.